Manufacturer narrative:
UDI - (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The motor device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device had a hole/cut in the hose. It was noted that the hose end of both sleeves was pulled out. It was also noted that the device failed pre-repair diagnostic tests for air pump assessment, and handpiece temperature assessment. It was noted in the service order ¿the drill has become detached from hose exposing wires¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.